Manufacturer narrative:
Facility experienced an event with your endopath endoscopic articulating stapler while performing a lap hernia repair. The product complaint analysis team has completed its investigation of the device which was returned to us with product inquiry #971599-1. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: articulation, precock functional, rotation, and swivel; yes. Cartridge batch number; ckw0337. Staple count; 14. Functional tests & results: cycled the instrument; yes. Test cartridge batch number; na. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the instrument was conforming with regard to staples feeding, firing and forming. The instrument was received in good physical condition. The instrument was examined, was found to be functional, and was cycled, fired, and properly formed the remaining 14 staples without incident. No conclusion could be reached as to why the reported instrument "jammed" during surgery. Each instrument is evaluated during the assembly process to ensure that staples feed, fire, and form correctly. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
During a laparoscopic hernia repair when firing the oms20, the first set of staples fired fine. It was reloaded with an omr20. The first staple fired properly then the stapler jammed. An eas was opened. The eas fired malformed staples. Only 3 staples formed properly, but the case was finished with the eas. The eas was discarded. There was no consequence to the pt.